Manufacturer narrative:
The insulin pump had a cracked end cap, lcd window, case at lcd window corners, reservoir tube lip, battery tube threads, and scratches on reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had physical damage. The bottom of the insulin pump under the motor is cracked and coming apart. The blood glucose reading was 126 mg/dl. There were no significant events prior to the physical damage. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.